Manufacturer narrative:
Evaluation codes: results visual inspection of the returned product found pieces of the lens optic torn off. A cartridge was returned with no visible damage. There was evidence of clear surgical residue and reddish residue. Conclusion: based on the complaint history and the evaluation of the returned product a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and one haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures.